Event description:
It was reported that the probe was making a strange noise as the cutter was transitioning forward to take the first and second samples. The samples being returned smaller than normal and it was noticed there was metal fragments in the tissue. The customer tried a second probe, attained full samples and complete with case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.